Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to hyperglycemia and diabetic ketoacidosis. Customer blood glucose level at the time of incident was 600 mg/dl and his current blood glucose level was 184 mg/dl. Customer was used insulin pump system within 48 hours of reported event. Auto mode feature was not active at the time of event. No further patient complication were reported. The customer will discontinue the use of device.